Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that the up button does not work. Customer mentioned that he got caught in rain while on a cruise. Customer also received a failed battery test alert and stated that they were using a different brand while on the cruise. Customer's blood glucose reading at the time of the call was 150 mg/dl. No further information reported.

Manufacturer narrative:
No button error alarm or failed battery test alarm noted. Insulin pump had no button response due to corroded keypad traces. Insulin pump had minor scratches on display window, cracked display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. Insulin pump had moisture damage on lcd board.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.